Event description:
It was reported the system locked up and would not reboot. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and the isd cable was replaced during the service call. The system was tested and found to be working as intended and put back into service.